Manufacturer narrative:
Concomitant medical products: product ID: 338728, lot# unknown, implanted: (B)(6) 2013,: product type: lead. Product ID: 3708695, lot# unknown, implanted: (B)(6) 2013, product type: extension. Product ID: 338728, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that during the implantable neurostimulator (ins) implant procedure on (B)(6) 2013, the impedance on the left ins was normal but the right was high. Almost all electrodes couldn¿t be measured and a re-connection was conducted. At that time the third screw at the connector between the lead and adaptor wasn¿t completely loosened to pull the lead out and the part around the third electrode ¿seemed to become extended.¿ subsequently, the impedance of the third electrode was over 4000 ohms. Other impedances were between 1000 and 3000 ohms. The third electrode was not necessary for therapy so the procedure was ended. Impedance was measured three days later and the impedances of all electrodes were between 1000 and 1900 ohms. It was decided that this case ¿had no problem.¿